Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7 implantable collamer lens, diopter -12.5 into the patient's right eye (od) on (B)(6) 2019. Within the same surgery the lens was explanted due to low vault. Reportedly, preoperative examination showed the patient had a large wtw and acd measurement. The surgeon told the patient the lens may not be appropriate. After implant the surgeon found the vault was low and the lens was removed.

Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial. Visual inspection found the optic deformed with the haptic bent, deformed and stretched out. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).